Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary; (B)(4) the full lead was returned and no anomalies were found.

Event description:
It was reported that the pacing lead was not implanted because the patient became short of breath during the procedure so the lead was removed and the procedure abandoned. A different lead was successfully implanted at a later date. No patient complications have been reported as a result of this event.